Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. A direct correlation between the device and the patient¿s outcome could not be determined. The instructions for use lists driveline infection and sepsis as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years. The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (b(6) 2010. It was reported that on (b(6) 2015, the patient expired due to multi-organ system failure secondary to gram negative sepsis. Potential sources of the septicemia included pneumonia, PICC line, driveline and an abdominal source. The patient had been treated with cefepime and ciprofloxacin. No additional information was provided.